Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with the tavr procedure. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In transcatheter valve replacement patients, it may be caused by guide wire perforations or annular ruptures. The delivery system was not returned to edwards lifesciences for evaluation.  In addition, no imagery was provided by the site. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and reveled no other similar complaints relating to delivery system, withdrawal difficulty through sheath.  A review of the complaint history for edwards ultra delivery system from december 2018 to november 2019 revealed other returned complaint.  The complaints were confirmed, but no manufacturing nonconformance was identified during the evaluations. Available information suggests that patient and/or procedural factors may have contributed to the reported events. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system withdrawal difficulty through sheath was confirmed by the condition of the axela sheath after the procedure. A review of DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the manufacturing mitigations supported that the ultra delivery system has proper inspections in place to detect issues related to the reported event, and no labeling/IFU/training inadequacies were identified. Unfortunately, no information on the degree of calcification or tortuosity of the patient¿s anatomy was provided. Calcification in the vessel can interact with the sheath shaft. Bends in the patient anatomy can also create sub-optimal angles that could result in a difficult pathway for withdrawal of the delivery system. Calcification and tortuosity can interfere with the coaxiality of the delivery system and sheath during device retrieval, thus resulting in difficulty withdrawing the delivery system. Complaint history review also suggests that residual fluid in the balloon may cause withdrawal difficulty. Residual fluid can create a larger balloon profile, which can catch on the sheath and create resistance when trying to remove the balloon through the sheath. There is insufficient information to determine a probable root cause. However, available information suggests that patient (calcification/tortuosity) and/or procedural (residual fluid in balloon) factors possibly contributed to the withdrawal difficulty. In this case, the exact cause of the pericardial effusion could not be determined, it is possible the mechanisms of the tavr procedure and/or patient factors may have caused or contributed to the event. Since no product non-conformance or IFU/training deficiencies were identified, a corrective/preventative actions or a product risk assessment (pra) escalation are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in italy, during a transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, there was resistance upon removal of the delivery system.  The axela sheath and delivery system was removed from the patient.  A kink was observed in the sheath after removal.   A pericardial effusion was observed and a pericardiocentesis was performed with success.  As per medical opinion, it is unclear if the bleeding was caused by the wire (in left ventricle) or by the pacemaker catheter (right ventricle).